Event description:
It was reported that prior to starting a da vinci surgical procedure, the large needle driver instrument's one release lever went away from the instrument housing. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The large needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's chassis was broken on the side and missing a triangular shaped piece directly below the lever. The lever was off the housing with the broken chassis as a result of the damage. It was concluded that chassis damage may have been due to mishandling. Failure analysis investigation also found mechanical indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentations may have been due to mishandling. In addition, there was a frayed cable at the distal clevis hub and the distal end of the instrument's main tube exhibited various scratch marks with light material removed and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. There was no damage found at the clevis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, a frayed pitch cable and main tube scratches found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.